Event description:
It was reported that the pump was inaccurately displaying insulin levels. There was no reported impact on the customer's blood glucose level. The customer declined troubleshooting, and consequently, no further action was required. No additional information was received regarding the outcome of the event.